Manufacturer narrative:
(B)(4). Date sent: 10/18/2023. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished pcee45a, with lot/batch number x96e0u, and no non-conformances were identified. Additional information was requested and the following was obtained: surgeon reported prolonged air leaks. Prolonged hospitalization with chest tubes were required. The surgeons do not use buttressing material. The surgeons use blue and green cartridges and routinely wait 20 seconds prior to firing. The surgeons do complete leak tests with water intraoperatively and patient passed the leak tests prior to completion of the procedure. The surgeon also places vistaseal on the staple lines.

Event description:
It was reported that during an unk procedure, the surgeon stated that he has been experiencing air leaks post-op for his recent cases. He said he can see the staple line is not good even after compression.

Manufacturer narrative:
(B)(4). Date sent: 12/27/2023. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.